Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation

Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(6) 2021. The original surgery date is (B)(6) 2010. The reason for revision is loosening of hip implant.